Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported 'plug loose'. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as surgical damage. Particles in the valve: no observed, particles in the valve. Plug strap separated: observed, an opening under plug strap assessed, as an unidentified (tear) opening. Additional observations: no other observations observed on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional, additionally reported, 'plug loose'. The device was explanted.